Manufacturer narrative:
The reported complaint of false af episodes and noise artifact was confirmed. The source of the noise artifact was unable to be determined but likely from an external device/system due to its distinctive pattern. The discrimination algorithm was unable to reject them due to small amplitude and inconsistent p-wave pattern in this device. The device was performing per design.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the implantable cardiac monitor (icm) exhibited noise oversensing and irregularity of the r waves. No programming changes were made. The patient status was unknown.